Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 50%, donor 2 hct: 47%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr, customer meter and customer strips: 2.6 inr. Donor #2: retention meter and master lot strips: 2.3 inr, customer meter and customer strips: 2.3 inr. The maximum difference between measurements with the same blood sample was 4%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation = lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 11:42 a.m. On (B)(6) 2018, a sample from the patient was tested on the meter and the result was 7.5 inr. The patient noticed there was a blue spot on her right forearm. She was bleeding due to an apparent burst vein. The patient was in the emergency room and a sample was collected from the patient 2-3 hours later. This sample was tested in the laboratory with an unknown method, resulting as 4.5 inr. The patient spent 3 hours in the emergency room and was advised by the doctor to discontinue marcumar medication on (B)(6) 2018 and (B)(6) 2018. The patient was advised to go to her family doctor on (B)(6) 2018 for testing. At 12:00 p.m. On (B)(6) 2018, a venous sample collected from the patient was tested at her family doctor using an unknown laboratory method, resulting with a value of 4.1 inr. At 5:34 p.m. On the same day, a sample from the patient was tested on the meter, resulting with a value of 8.0 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's product was requested for investigation. Relevant retention test strips (lot 294946) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.